Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was interrupted. A root cause could not be identified. Based on the results of the investigation, it is likely the reported failure device port was not working properly, the endoscope was not holding up, and the video processor contacts were damaged. And additional malfunction image was interrupted was due to poor contact of video connector socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not functioning properly. The endoscope was not holding up, and the video processor contacts were damaged. The issue occurred during inspection prior to use. There were no reports of patient involvement.